Event description:
It was reported that a vascular stent jumped during deployment in an arm fistula. Another stent was deployed to completely cover the intended treatment site. There was no report of pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.